Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event or problem: it was reported while using the bd epicenter¿ single user software, the rule fired improperly for pseudomonas aeruginosa isolates. No additional information was received. D1. Brand name: bd epicenter¿ single user software. D2. Common device name: calculator/data processing module, for clinical use. D2b. Medical device type: jqp. D4. Medical device catalog #: 444165. D4. Unique identifier (UDI) #: (B)(4). G4. PMA/510(k)#: na. Imdrf annex a grid: a090804 - false positive result (1227). H4. Device manufacture date: 28-may-2021.

Event description:
It was reported while using the bd epicenter¿ single user software, the rule fired improperly for pseudomonas aeruginosa isolates. No additional information was received.

Event description:
It was reported while using the bd epicenter¿ single user software, the rule fired improperly for pseudomonas aeruginosa isolates. No additional information was received.

Manufacturer narrative:
Investigation summary: it was reported by the customer that rule 1826 is firing improperly for pseudomonas aeruginosa isolates (444165/jrpn0320008b). This is being addressed for the upcoming v7.51 pud release. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (pseudomonas) was reported as carbapenemase positive. No additional information was received.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.